Manufacturer narrative:
Patient information:unk. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -9.5/1.5/93 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a different model, shorter length lens due to excessive vault. The problem was resolved. The cause of the event is unknown. Reportedly, "all fine," and "patient is happy!".